Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) back cover had sustained damage; it was dented in near the handle assembly and was pushing on the pressure supply hose assy. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Fse resolved the issue by replacing the console cover . Fse replaced the damaged pressure tube assy. Fse then completed full pm and tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure the console cover dented and pressing on the pressure hose. The fat performed a visual inspection and found to be dented. Confirmed the failure for this part. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat installed and tested the part to factory specifications per the cardiosave service manual .could not confirm any failure on this part. Retaining the parts in the failure analysis and testing department . The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.